Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h6 the cmp was not confirmed - visual examination of the provided pictures identified an articular surface and locking bar that appear to be explanted due to signs of use and foreign debris on their surfaces. As the devices were not returned. Further evaluations could not be performed. - part and lot identification are necessary for review of device history records, neither were provided. - insufficient information provided. Unable to perform a compatibility check. - reported event is not related to a combination of products; therefore a compatibility review is not applicable. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to infection. Attempts have been made and no further information has been provided.